Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection and inappropriate treatment. It was further reported that the device detected ventricular tachycardia; however, the investigator classified the rhythm as sinus tachycardia. The device remains in use. The patient was enrolled in the reverse clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949, implantable tachy lead, (B)(6) 2005; 4194, implantable pacing lead, (B)(6) 2005.